Event description:
It was reported while using the unspecified bd bactec culture vials there was no growth of n. Gonorrhoea observed in one bottle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: customer reported a performance issue. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also, prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from a culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. In addition, the patient specimen may contain organisms that will not grow in the culture medium or in media used for subculture. Such specimens should be subculture to special media as appropriate. Complaint is unconfirmed. No correctives actions were required. A cross-functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
The following information was not provided by the customer and is therefore unknown: d4. Medical device catalog#: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI)#: unknown. E.1: initial reporter addr 1: (B)(6). H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd bactec culture vials there was no growth of n. Gonorrhoea observed in one bottle. No adverse impact was reported regarding the patient or user.